Event description:
The company received a report where it was claimed that the cuff would not inflate during patient use. Replacement of the tube was required. The tube was replaced without incident.

Manufacturer narrative:
The sample is expected to be returned but has not yet been received at the manufacturing plant for investigation. If the sample is received and significant information is identified during the investigation, a summary of the investigation results will be provided in a supplemental report.